Manufacturer narrative:
The target treatment site was l5/s1 of a middle aged female. The surgeon commented that the small opening to access the disc made the approach from the right side somewhat difficult, but he was able to navigate the introducer needle and cannula into the disc. The device was inserted into the disc through the introducer cannula. The surgeon reported that the device was centered between the endplates, but that the tip of the device may have been more lateral than desired. The device was turned on and a small amount of tissue was removed from the disc. At this point, a fluoroscopic image showed that the tip of the device had separated from the shaft. The broken device tip was surgically removed from the pt the same day. Removal of the tip was done in conjunction with a surgical microdiscectomy procedure to complete treatment of the affected disc level. The surgeon reported that the pt is doing fine after surgery. After discussing the approach and procedure, the surgeon felt that he may have been plunging the device into annulus. The IFU instructs the user not to place the device in annulus. The device has not been returned to the company for evaluation despite several attempts made to the hospital requesting the return. We therefore cannot draw any conclusions at this time. Review of batch records show all release criteria were met.

Event description:
The physician turned the device on and operated it for approximately 1 minute. The device was then turned off and a fluoroscopy image was taken. A gap was noted between the tip of the cannula and the tip of the device. When the device was retracted, the tip stayed in place within the disc at an unknown location.